Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ear procedure, multiple sutures had needles detached. It could not be determined how many sutures were defective but all are from the same box and one box has a total of 12 sutures. Another suture from the same box was used to complete the procedure. There was no patient injury.